Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a discolored display screen issue. The reporter states that the screen is a rainbow color and the discoloration gradually occurred over the course of several months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2013 with the following findings:during testing, the pump was powered on and the display screen appeared discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.